Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is not marketed in the us. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated that a 12.1m, vicmo12.1, -9.50 diopter, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2018. On (B)(6) 2019 the lens was exchanged for a longer length lens due to low vault. This exchange resolved the problem. Cause of the event was reporter as unknown.

Manufacturer narrative:
H3- device evaluation not required. Corrected data: h6- type of investigation code 4110 is not applicable. H6- investigation findings code 213 corrected to 114. Claim#: (B)(4).